Manufacturer narrative:
Concomitant medical devices: 5076-45 lead implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high pacing impedance. It was also reported that the rv lead threshold and pacing impedance had been gradually increasing for about nine months. Reprogramming was done and the rv lead remains in use. The patient will continue to be monitored remotely. No patient complications have been reported as a result of this event.